Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted them with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further malfunction codes appear, which they acknowledged and understood.